Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 75mm abdominal aortic aneurysm. It was reported that during the index procedure, it was the physicians intention to place the stent graft slightly below the left renal artery due to the patient having a small left renal artery. Following this, 6 endoanchors were then implanted. A final angiogram was performed which showed what appeared to be a type ia endoleak. An endurant aortic cuff was then implanted as treatment and after this it was said the endoleak appeared to be much less. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.